Event description:
It was reported that therapy has been restored post-op.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient experienced weight loss. In turn, the patient underwent surgical intervention wherein the ipg battery was moved due to the weight loss on (B)(6) 2019.